Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on (B)(6) 2019. Approximate age of device ¿ 1 year, 4 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a specific cause for the report of rectus hematoma could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number: (B)(4), could not be conclusively established. It was reported that the patient came into the emergency department on (B)(6) 2018 for evaluation of abdominal pain. The pain started 3 or 4 days prior with no inciting factors and there was associated swelling in the right upper quadrant. There was no fever, nausea, vomiting, or diarrhea and no change in stool. An abdominal CT revealed a rectus hematoma. The patient was discharged home with coumadin held for 2 days. The plan was to follow up in the lvad clinic the following week. The patient remains ongoing on the device; however, the patient experienced another bleeding event in (B)(6) of 2019 (addressed in MFR # 2916596-2019-01566). There is no product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient went to the emergency department for evaluation of abdominal pain. The patient reported that pain started 3-4 days prior with no indicating factors. It was reported that the patient had associated swelling in the right upper quadrant and reports no fever, nausea, vomiting, diarrhea or change in stool. An abdominal CT scan was performed which showed rectus hematoma. The patient was discharged home with coumadin held for 2 days. The patient will follow up at lvad clinic the following week. No further information was reported.